Manufacturer narrative:
D3 manufacturer email: (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. A labeling review was performed, and it did reveal evidence of device off-label use or failure to follow instructions. The instructions for use mentions: verify that the purged air tubing is clean and properly connected. This includes all visible tubing and connections from the laser console to the delivery accessory. According to this information provided, the air tube was not connected. Therefore, the reported allegation is confirmed. A conclusion code of failure to follow instructions was assigned to this investigation.

Event description:
It was reported that the device heated up during procedure, causing burns at the entrance of the nose. The procedure was completed with the same device. No further patient complications were reported. It was noted that the cause was identified as the air tube that cools the device was not attached.

Event description:
It was reported that the device heated up during procedure, causing burns at the entrance of the nose. The procedure was completed with the same device. No further patient complications were reported.

Manufacturer narrative:
D3 manufacturer email: (B)(4).

Event description:
It was reported that the device heated up during procedure, causing burns at the entrance of the nose. The procedure was completed with the same device. No further patient complications were reported.

Manufacturer narrative:
D3 manufacturer email: (B)(6).